Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. A photo was provided for evaluation. The photo was reviewed by the manufacturer with the following result: the fault seems to be consistent with the fault investigated in CAPA. The CAPA report stated that the most probable root causes which would attribute to this fault method would be either an abusive clinical load applied to the active tip. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the broken tip is undetermined. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot => a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Event description:
It was reported that during the early stages of an arthroscopic rotator cuff repair (arcr) surgical procedure it was observed that while using the vapr tripolar 90 suction elect device, a crack appeared at the tip. Another like device was used to complete the procedure successfully. There was no delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes in used condition. The metal cautery tip was found detached. No other anomalies were noted. Investigation by the manufacturer vapr tripolar 90 suction elect: the fault seems to be consistent with the fault investigated in CAPA. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue.¿ based on the investigation findings, the potential cause for the broken tip is undetermined. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative:

Event description:
It was reported that during the early stages of an arthroscopic rotator cuff repair (arcr) surgical procedure it was observed that while using the vapr tripolar 90 suction elect device, a crack appeared at the tip. Another like device was used to complete the procedure successfully. There was no delay in the procedure reported. During in-house engineering evaluation, it was determined that the device fell apart. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.